Event description:
Gebauer's ethyl chloride spray applied to patient's big toe to reduce pain with minor procedure. Electrical cautery then used, causing ignition of the product. Patient suffered first degree burn to toe. Gebauer's ethyl chloride spray does have small flame and statement of flammability on the label, although this was not noticed or known by the provider using the product. Therapy duration: 1 day. Event abated after use stopped or dose reduced: yes.